Event description:
This senior medical surveillance specialist reviewed info the pt/layperson reported to a customer care advocate, cca, on (B) (6) 2010. The pt alleged that blood glucose results with his onetouch ultra2 meter had been inaccurately elevated for six months. Multiple times the pt allegedly developed low blood glucose after injecting insulin based upon elevated results. The pt could not recall the exact dates. Most recently, the pt tested twice, obtaining 350 and 250 mg/dl. The pt injected extra insulin (type and amount not provided) based upon the 350 result. Thirty to 60 minutes later, the pt felt "paranoid, drunk, and dizzy with nausea and a dry mouth." Unable to stand, the pt crawled to his refrigerator to obtain orange juice and self treated. The pt described correct testing although he had no control solution to troubleshoot. Because the pt reported he became hypoglycemic due to adjusting insulin based upon allegedly inaccurately elevated results, the complaint is reported. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.